Event description:
Pt underwent a stage 1 sacral interstim placement for urinary retention. Medtronic team tried multiple times and were not successful to connect to the device. Multiple controllers were tried and were all unsuccessful. Patient was taken back for an exploration of interstim wound and reconnection. Informed consent was obtained by son due to patient being under anesthesia. A new extension cable was placed and interrogated. Pt was discharged same day. She is scheduled for permanent placement on (B)(6) 2023.